Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 32.1 mmol/l. The customer was treated with insulin pump. Customer had symptoms of nausea, vomiting, abdominal pain and difficulty breathing. Customer did not allege insulin pump was under delivering. Customer changed three infusion set however was still getting insulin flow block alarm. The insulin pump will not be returned for analysis.